Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07767. It was reported that difficulty removing occurred. The physician was treating a stenosis in the aortic bifurcation using two 10 x 42mm x 135cm wallstents in a kissing balloon fashion. The wallstents were advanced to the lesion and deployed over two non bsc guidewires. Upon removal of both stent delivery systems (sds) resistance was encountered. Both sds's were removed together with the guidewires. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device was returned with a 0.036 inch guidewire inserted through it. The outer sheath was fully retracted and the stent had been deployed. A kink was noted in the shaft at 225 mm from the t-bar connector. An attempt was made to withdraw the guidewire from the device however, the guidewire was stuck inside the device and could not be removed. The shaft was dissected at several locations along its length in an attempt to remove the guidewire. In several locations the coating of the guidewire had unravelled causing difficulty in removal. In addition, 2 pieces of wire measuring 435mm in length and 0.0175 inch and 0.0035 inch in diameter were withdrawn from the inner. The ods were measured and they appeared to be parts of the 0.036 inch guidewire that the coating had unravelled from. After removal of the guidewire from the device, there was no issue inserting a 0.035 inch guidewire through the dissected sections of the inner indicating that there was no issue with the profile of the inner lumen that would have caused the guidewire to become stuck in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The recommended sized guidewire for use with this device is 0.035 inch however, a 0.036 inch guidewire was used with this device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07767. It was reported that difficulty removing occurred. The physician was treating a stenosis in the aortic bifurcation using two 10 x 42mm x 135cm wallstents in a kissing balloon fashion. The wallstents were advanced to the lesion and deployed over two non bsc guidewires. Upon removal of both stent delivery systems (sds) resistance was encountered. Both sds's were removed together with the guidewires. The procedure was completed with this device. No patient complications were reported.